Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen all poly patella 35 - unknown. Unknown - unknown nexgen femur size c - unknown. Unknown -unknown nexgen tibia size 2- unknown. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes provided state no intra complications. Custom device initiation form provided state that there was left knee instability due to significant laxity of the left knee joint and custom polyethylene liner is needed to restore stability. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomer will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced knee instability. As a result, the patient is being considered for a custom polyethylene insert to address the instability. A possible knee revision procedure is anticipated. Attempts have been made and no further information has been provided.